Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 432 mg/dl and customer's current blood glucose level was 117 mg/dl. The customer was treated with the insulin pump. The customer also stated that the insulin pump had a air bubbles and the air bubbles were present in the tubing near the reservoir. The size of one of the air bubble was 6-7 cm. The device will not be returned for analysis.